Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2012 22:56:12. During night drain cycle two, the patient's ultrafiltration reading was 1267ml, indicating the home patient (hp) drained 967ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through review of the event history logs. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min. Drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.